Event description:
Reported per clinical trial (B)(6): on (B)(6) 2015 - subject patient underwent first time recurrent open ventral periumbilical hernia repair procedure during which a bard/davol ventralex hernia patch was placed in underlay fashion intra-peritoneally using sutures. Fascia and full skin closure was achieved with sutures. On (B)(6) 2016 - subject patient was diagnosed with recurrent incisional ventral hernia. On (B)(6) 2016 - subject patient underwent open midline supraumbilical hernia repair procedure for hernia recurrence during which a bard/davol ventrio hernia patch was implanted. The patient was discharged on (B)(6) 2016. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.

Manufacturer narrative:
As reported, about 1.8 years post-implant of ventralex hernia patch, the patient was diagnosed with hernia recurrence and underwent additional surgery. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the index procedure, however, based on the information provided, no conclusions can be made. Hernia recurrence is a known inherent risk hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records shows product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in february, 2014. Not returned - remains implanted.